Event description:
It was reported that during thr, the ring that retains the screw into the or3o dual mobility trial liner 42/54 broke when inside the patient. All the pieces were recovered. No surgical delay reported and the procedure was completed with the same device.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned trial liner confirms that the device is broken and damaged. The returned trial liner has little signs of wear and tear from use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed prior complaints for the listed batch and failure mode. A medical investigation was conducted and confirms per complaint details, the device broke during use; however, all pieces were recovered, and the procedure was completed with the same device¿. Reportedly, there was no patient injury, no retained foreign bodies, no delay or additional complications. The product evaluation confirmed the reported failure but did not provide a possible root cause of the event. Based on the information provided, the clinical root cause could not be definitively concluded. Patient impact beyond retrieval of the broken pieces would not be anticipated. Since no patient injury or delay was reported, no further medical investigation is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. A review of risk management files found that the reported failure was documented appropriately. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.